Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in the patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in the patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated the urine output was high in patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420 ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The root cause of the reported issue could not be determined. A potential root cause is radiated electromagnetic (em). However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿general warnings medical electrical equipment requires special precautions regarding electromagnetic compatibility (emc) and needs to be installed and put into service according to the emc information provided in the charts at the end of these instructions for use (appendix a). Portable and mobile radiofrequency (rf) communications equipment can affect medical electrical equipment. The bd sensica¿ urine output system should not be stacked with other equipment. The bd sensica¿ urine output system has a degree of protection against electric shock of applied parts classified as type bf. This device is classified as an iec class I device. When using class 1 xp power model number: alm65us12 power supply, to avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. Do not immerse or submerge the bd sensica¿ urine output stand, display monitor, ring, temperature monitor module, temperature sensor cables, or monoplug adapter in water or other liquids. Do not pour liquids over the display monitor, ring, temperature monitor, cables or monoplug adapter. If liquids accidentally spill onto the device(s), wipe off liquid with soft cloth as soon as possible. See section 14 for complete care instructions. This device is not suitable for use in the presence of flammable mixtures. This device is not suitable for use in oxygen rich environments. The use of transducers and cables other than those specified, with the exception of transducers and cables sold as replacement parts, may result in increased emissions or decreased immunity of the bd sensica¿ urine output system. The bd sensica¿ urine output system is designed to be used with any bard¿ foley catheter and urological disposables connected to any standard urine drainage bag (2000 or 2500 ml), with or without a urine meter. If using a 400-series temperature-sensing foley catheter, see product instructions for use for MRI compatibility. Refer to foley catheter instructions for use for indications and further product information. If using a 400-series temperature-sensing foley catheter, the operator is responsible for ensuring the compatibility of the temperature sensing foley catheter to the bd sensica¿ urine output system and its accessories. Incompatible components can result in degraded performance. No modification of the bd sensica¿ urine output system or any of its accessories is allowed. Warning: this product can expose you to di(2-ethylhexyl) phthalate (dehp), which is known to the state of california to cause cancer and birth defects or other reproductive harm.¿ the device was not returned.